Event description:
A hospital stated that the infant resuscitator manometer gauge was erratic. No patient consequence.

Manufacturer narrative:
The complaint device was received and tested. The test results showed that when the inspiratory valve was adjusted clockwise or anti-clockwise, the needle of the manometer began to fluctuate (by 3 cm h2o) at a pressure setting above 40 cm h2o. This was tested using a manometer known to be in specification. In summary, the testing showed that a faulty valve caused the neopuff manometer needle to fluctuate while adjusting the pressure setting. The fluctuations only occurred at a pressure setting above 40 cm h2o. Most resuscitations occur at a pressure setting below this value. This fault with the valve is being addressed by CAPA. This report is being filed late as it had been discovered during audit as omitted from reporting.